Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired at home on (B)(6) 2020. There were not reported device issues or malfunctions that could have caused or contributed to the patient outcome however no additional information was provided.

Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: the pump was not returned after the patient¿s expiration and was therefore not available for evaluation. A correlation between the device and the reported event could not be conclusively determined. Death is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.